Event description:
During a procedure, the glide wire coating fractured, unable to advance catheter so wire was removed. Fracture noted to coating. New wire was used. No adverse effects noted. All pieces of coating accounted for after procedure. No pt harm noted.